Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a week after the patient's surgery, the scrub tech noticed that the base plate reamer was broken. A follow up x-ray of the patient's shoulder showed an unidentified metal piece. It is believed that reamer fractured during the surgery and was left in the patient. This was not noticed at the time.